Event description:
It was reported in the pediatric ward that 3 days after the line was inserted in the subclavian, the plastic wings at the lumen broke off. The customer replaced the 3-way stopcock from the lumen with another sys when the central venous catheter (cvc) was inserted. The nurse was doing the routine 3 day infusion sys change by twisting off the infusion tube. There were no pt injuries, delays or complications. The cvc was removed and replaced successfully. The pt outcome is unk.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.